Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Continued h.2., additional and device evaluation. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: no observed. Additional observations: red particles observed on the surface of the shell. Deformation observed. Crease fold observed. No further actions are required as the device was implanted. Additional, changed, and/or corrected data.